Event description:
It was reported that low defibrillation impedance was observed on the right ventricular (rv) lead. The physician suspected lead damage, although it was not confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.